Manufacturer narrative:
The concomitant products: carto 3 rmt system: ser# (B)(4); stockert generator: st-0469; cool flow pump: ser# (B)(4). (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) ¿ left procedure, after about two hours of mapping and applying rf to the scarred substrate of a congestive heart failure (chf) patient¿s left ventricle, the patient¿s blood pressure began to drop and the patient passed away. It was stated that the cause of the death was due to the patient¿s underlying condition of congestive heart failure (chf) and that they became too acidic and had no relation to bwi products or the applications delivered in the left ventricle.

Manufacturer narrative:
(B)(4). A death was reported by the customer in a procedure where this device was used. It was confirmed in subsequent follow ups that the device did not malfunction. The adverse event was possibly procedure related. The returned device was visually inspected and no issues were found. The device was subjected to electrical, calibration, flow, temperature, curve profile, and generator test. The device is performing according to manufacturer specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.